Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had the angle down, adhesive part was peeling and burning and melting of the plastic distal end cover at forceps port. There was no patient harm associated with the event. The device was returned and evaluated, and there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were confirmed. In addition to the foreign material in the nozzle due to insufficient cleaning, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value; adhesive on bending section cover had a chip; plastic distal end cover had a burn; due to a scratch on switch 1, water tightness was lost; due to wear of angle wire, the play of up/down knob was out of the standard value; bending tube is deformed; due to clogging of nozzle, air supply volume and water removal ability did not meet the standard value; distal end is deformed; and control unit had discoloration. The following device components were scratched: switch 1, plastic distal end cover, connecting tube, scope connector cover, suction connector, universal cord, image guide protector, flexibility adjustment ring, grip, scope cover, switch box, forceps elevator (fe) lever, fe knob, up/down knob, right/left knob, and the control unit. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. Investigation was unable to identify the foreign material and unable to specify root cause of which foreign material remained in subject device. As a result of checking the inspection result report conducted by the legal manufacturer (sorc), investigation confirmed the suggested event "foreign material clogged in the nozzle." And confirmed that the specifications and functions were not satisfied. Investigation confirmed that there was no deformation of the air/water nozzle. The investigation could not confirm the reprocessing status or whether the subject device met specifications. Olympus will continue to monitor field performance for this device.